Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. A controller and battery were returned for evaluation. (B)(4) was not returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned screen batteries in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed power losses to the controller on the date of the reported event. Logs also revealed critical battery alarms. The controller passed visual inspection and functional testing. Visual and functional examination of battery (B)(4) was not conducted as testing and investigation of similar battery performance issues was performed under fsca apr2014. This battery most likely had a faulty cell which is related to the reported event. Log analysis did reveal a controller power up and motor start events, which indicates that the controller loss power. The site reported that this occurred while exchanging out the controller ac adapter. The only remaining power source connected to the controller was an unscreened battery that most likely had a faulty cell and hence was the reason for the loss of power. Applicable risk documentation and experience with events of similar circumstances were considered; the critical battery alarms are most likely due to a communication error between the controller and battery, but this did not contribute to the loss of power. Based on the available information, the root cause cannot be conclusively determined; however, a possible root cause of the loss of power is leaving only a faulty battery attached to the controller when exchanging power sources. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately nine months after hvad® implantation, it was reported that the patient experienced a vad stop alarm while changing from ac power to a battery on the left power port of the controller. Preliminary log evaluation confirmed a loss of power on reported event date. The controller and battery were replaced. Investigation is ongoing.